Event description:
This procedure was performed on the sfa. In a heavily calcified area, it was difficult to fully deploy the stent. Once the stent was deployed, it was noted that the distal portion of the catheter in which the stent was delivered was now in the popliteal artery. The remainder of the device was removed. The physician had to wire the catheter tip and inflate a 2mm balloon, after which they were successful in removing the tip of the device.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.